Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6). B5 describe event or problem: updated e1 initial reporter name: corrected.

Event description:
It was reported that burr detachment occurred. A 1.25 mm rotapro was selected for use. During the procedure, when testing rotation rotapro lost air and burr did not rotate. Burr tip detachment was noted. Procedure was completed and patient was hemodynamically stable after procedure. It was further reported that less than 30% stenosed target lesion was located in the mildly calcified distal segment. The lesion had previously been satisfactorily predilated. Burr tip detachment occurred before procedure and outside the patient body.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the advancer to the rotapro atherectomy system and a rotalink burr catheter. A visual, microscopic examination, device to device interaction testing and other testing were performed. Product analysis confirmed the reported air leak and failure to rotate, as the ultem was melted, causing the advancer to stall during analysis. The sound of air escaping the device was heard during the stall. The reported burr detachment could not be confirmed as the burr catheter portion failed to return for further analysis and the clinical circumstances could not be replicated. E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6).

Event description:
It was reported that burr detachment occurred. A 1.25 mm rotapro was selected for use. During the procedure, when testing rotation rotapro lost air and burr did not rotate. Burr tip detachment was noted. Procedure was completed and patient was hemodynamically stable after procedure. It was further reported that less than 30% stenosed target lesion was located in the mildly calcified distal segment. The lesion had previously been satisfactorily predilated. Burr tip detachment occurred before procedure and outside the patient body.

Manufacturer narrative:
E1 initial reporter information: (B)(6).

Event description:
It was reported that burr detachment occurred. A 1.25 mm rotapro was selected for use. During the procedure, when testing rotation rotapro lost air and burr did not rotate. Burr tip detachment was noted. Procedure was completed and patient was hemodynamically stable after procedure.